Manufacturer narrative:
Incorrect device brand name was auto populated into initial medwatch report. Correct brand name is gore® enform intraperitoneal biomaterial.

Event description:
It was reported to gore that the gore® enform intraperitoneal biomaterial became infected and was removed.